Manufacturer narrative:
Device discarded by patient.

Event description:
It was reported that at the patient's home following a surgical procedure, the patient found a white 1 inch tightly rolled piece of material on a peri pad. The item was discarded and could not be identified. The procedure was completed successfully without a clinically significant delay; no adverse consequences, and no medical intervention.